Event description:
A falsely decreased total biliruben of 5.6 mg/dl was obtained. The result was reported to the physician. The sample was retested again, and a result of 13.2 mg/dl was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely decreased total biliruben result. Analysis of instrument data indicates that the cause for the falsely decreased total biliruben was f1 probe misalignment.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicated that, the cause was misalignment of the r1 probe. Customer realigned the r1 probe with the assistance of the technical assistance center representative. The instrument is operating within specifications.